Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection had occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and passed. A review of the bin file and share data was performed and confirmed the reported event of loss of connection. The probable cause was determined to be the transmitter time not advancing.